Event description:
It was reported that the pt acquired meningitis sometime after pump was implanted. The pump was explanted and pt was apparently fine. The hcp was considering reimplant. No specific pt or device identifiers were provided at the time of the report.

Manufacturer narrative:
Used for the catheter.